Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience skypoint is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that a 3.5x28mm xience skypoint stent delivery system (sds) was advanced through a guide catheter into the vessel; however, it was noted that there was no stent on the sds. The stent was found dislodged in the guide catheter. The dislodged stent was retrieved together with the guide catheter as a single unit. It was determined that there was a possibility that the stent might have met resistance with a noted bend on the guide catheter located at 20cm distal to the hub and noted resistance was felt during insertion of the sds into the guide catheter. The procedure was successfully completed with a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed, no manufacturing nonconformities, that would have contributed to this complaint. Additionally, a review of the complaint history identified, no similar incidents from this lot. The investigation determined, the reported difficulties appear to be related to the operational context of the procedure. There is no indication, of a product quality issue with respect to manufacture, design or labeling. Therefore, no product-related corrective action will be implemented in this case.